Event description:
The device became inoperative, while on a patient, with error code kb001. There was no patient harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device and verified the error code in memory; however. The cse was unable to duplicate the error code. As a precaution, the cse replaced the ai cpu. The unit passed extended self testing.